Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 250 mg/dl at the time of the incident. Customer states insulin pump had need to rewind and the insulin pump after pushing out the air bubble. Customer declined troubleshooting for air bubble anomaly. The product will not be returned for analysis.